Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with eccentric tip contained foreign matter, specifically described as a "dirty syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, brown particles were observed on the syringe barrel. Through magnified inspection, the foreign matter was identified as embedded and degraded polypropylene material. The particles comes from the molding process after a long stop of the injection machine. Before the injection machinery is restarted, it is purged until the material is acceptable. The injection machinery is periodically subjected to maintenance and cleaning per procedure. A device history record review did not reveal any documented issues during the production of lot number 1711306 that could have contributed to the observed/reported issue, however, it has been determined that the human failure to reject unacceptable components during the molding process was the cause of this reported incident. Based on the preventive measures in place and the current inspection plant, we believe this is an isolated occurrence with an unlikely recurrence. Manufacturing personnel have been made aware of this incident. Investigation conclusion: the root cause of the non-conformance is related with a human failure in rejection of pieces during molding process.

Event description:
It was reported that bd¿ syringe with eccentric tip contained foreign matter, specifically described as a "dirty syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex, event attributed to, device single use?, device returned to manufacture.

Event description:
It was reported that bd¿ syringe with eccentric tip contained foreign matter, specifically described as a "dirty syringe". No serious injury or medical intervention was reported.